Event description:
It was reported that during surgery to replace the patient¿s implantable neurostimulator (ins) battery, it was discovered that the coating was stripped from the wire. This was also replaced along with the battery. No further information was reported. If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Product ID 3095-10, serial# (B)(4), implanted: 2006 (B)(6), explanted: 2009 (B)(6); product type extension product ID 3889-28, lot# v003431, implanted: 2006 (B)(6); product type lead product ID 3889-28, lot# v003431, implanted: 2006 (B)(6); product type lead. (B)(4).